Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient was unable to connect their pacemaker to their transmitter via radio frequency telemetry. The patient was brought into clinic and the device was only able to be interrogated via an inductive wand. After a device cyber security upgrade was performed, radio frequency telemetry was successfully restored. The patient¿s condition was stable.